Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 828-090, 510k# k964275 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation at t3-iliac due to degeneration and vertebral body replacement was performed at l3 and t12. Post-op, the rod near l4/5,l5/s was broken and a revision surgery was performed to replace the rod. No fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect identified immediately adjacent to the area of initial crack propagation that could contribute to crack initiation and propagation. Severe fracture surface damage and smearing is noted. Microscopic examination is precluded due to the extent of the fracture surface damage. The diameter of the rod was checked in is with in print spec on all three section returned. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.